Manufacturer narrative:
Result of investigation: vyaire received printed circuit board assembly, vela main, for evaluation. The reported complaint was able to be confirmed and duplicated. Found transducer pt802 to have recorded faults in the events log, pt802 successfully calibrated not having effect on tidal volume exhale after calibration. The combination of transducer faults at power-up/auto-zero with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure p/n 68374.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that their vela ventilator is alarming transducer fault, vent inop, motor fault, low pip and low ve while on patient. Patient was transferred to another unit however no harm was noted.